Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received two inappropriate treatments. The device was started up at 18:40:40 on (B)(6) 2025. At 15:19:12 on (B)(6) 2025, an arrhythmia was detected. ECG shows asystole with motion artifact. At 15:19:47, the patient received the first inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with motion artifact. Post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm, with motion artifact. At 15:20:14, the patient received the second inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with motion artifact. Post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm, with motion artifact. The device was shut down at 20:18:36 on (B)(6) 2025.